Manufacturer narrative:
(B)(6).

Event description:
It was reported that a black shadow is observed on screen when the scope is connected to the camera. No backup device available, no significant delay and no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a black shadow is observed on screen when the scope is connected to the camera. A visual inspection was performed and showed the scope to have heavy residue build up on the negative lens. This damage is caused by improper cleaning. Further evaluation showed the scope to have distal tip and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.